Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. On (B)(6) 2015 the programmer report showed a motor stall occurred on (B)(6) 2015 and the patient had a MRI. Further information was not provided.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone at a concentration of 0.5 mg/ml and a dose of 0.05392 mg/day. It was reported the patient's pump was interrogated and a motor stall and recovery due to MRI were noted on (B)(6) 2015. It was indicated the event was possibly related to the device or therapy. No actions were taken and the issue resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.